Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon inspection, the fse determined that there was a failure in hospital mains. The fse reset the electrical panel and the system was restarted. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: external power failures or outages may occur that can cause the azurion or allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Note bene: if the power outage results in a significant delay or abortion or treatment which leads to serious injury or death, consideration must be made for reporting the event as such. Ensure that careful and thorough documentation is detailed in the complaint record that it was not a device malfunction, but an external power outage which caused the device to stop functioning. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not complete it's start up sequence and got stuck at 00:00. No harm was reported to philips. A philips field service engineer (fse) visited the site, system was restarted and reset the electrical frame. The device was returned to expected functionality.